Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that they last saw the patient on (B)(6) 2019 for a follow-up appointment and believe that the patient has had no further surgery since implant. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v041066, implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 12-jun-2011, UDI#: (B)(4) ; product ID: 3708240, serial/lot #: (B)(4), ubd: 12-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that when they put the battery in, they were having issues with battery connections because of corrosion. They had a difficult time getting the wires to connect and work. No patient symptoms were reported. No further complications were reported/anticipated.